Manufacturer narrative:
Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the shocking wasn¿t determined. The rep reported that the shocking was resolved and the patient hadn¿t had any further shocking or sudden stimulation from the device. The rep reported that the cause of the oor message/high stim wasn¿t determined other than the program she was running was utilizing the open contact. The rep reported that the oor message/high stim resolved when they reprogrammed around contact 0. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient was getting out of regulation message on one of her programs. Patient also reported getting shocks of stimulation randomly. Rep confirmed sensor was off, so that was not the reason for sudden high stimulation, due to positional changes. Impedance were ran and contact 0 is open. This was the contact that was programmed in the group the patient reported that had high stim randomly and out of regulation message. Rep also reprogrammed around contact 0 and when the stim intensity is turned up, it did not run into out of regulation message. No further complications were reported or anticipated.